Event description:
An endurant bifurcated stent graft system was implanted in a patient for endovascular treatment of a 6.0 cm in diameter abdominal aortic aneurysm. Proximal neck diameter was 23.9 mm to 26.0 mm. Distal neck was 23.6 mm in diameter. Iliac's were between 10.3 and 11.8 mm in diameter. Femoral arteries were approximately 7 mm in diameter. It was reported that after deployment, a type IV endoleak was observed and confirmed. The stent graft was modeled by a balloon and the decision was made to monitor the patient after evar. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (endoleak); (cause of event is unknown). Evaluation, conclusion: (cause of event is unknown).